Event description:
It was reported that the procedure was to treat a de novo lesion in the left main artery (lm) to mid left anterior descending (mlad) artery with heavy calcification. The 4.5x8mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline prior to use but was prepared (air aspiration) inside the anatomy prior to use. There was no resistance when the protective sheath was removed. There was no resistance during advancement but the balloon ruptured during the first inflation at 4 atmospheres (atms). There was no resistance during removal. Another non-abbott balloon was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was air aspirated/prepped inside of the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.